Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced straining, abdominal pain, constipation, atrophic vagina, anxiety, depression, difficulty sleeping, back pain, daily lower pelvic pain, cystocele, incomplete bladder emptying, leaking with cough and valsalva, elevated post void residual and pure valsalva voiding. She required nonsurgical interventions such as urodynamic testing and self-catheterization. The patient alleges pain with bowel movements and sitting, chronic infections and dyspareunia.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: urological applications adverse events associated with treatment may include but are not limited to: worsened incontinence; urinary retention; urinary tract infection; and/or localized responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response). Slight discomfort and mild bleeding will probably occur at the injection site immediately following the injection procedure. In the clinical evaluation, approximately 2% of treated patients reported pain at the injection site or injection site injury. Transient gross hematuria may occur immediately following the injection procedure. In the clinical evaluation of contigen implant, postprocedure hematuria occurred in approximately 2% of treated patients. The patient should be told to report increasing discomfort or swelling to the physician. Summary of other applications (dermal) in dermal applications, sensitization reactions to injectable collagen implants have occurred in 1-2% of treated patients. Most reactions have been of a hypersensitivity nature and have consisted of erythema, swelling, induration and/or urticaria at implantation sites. Often these reactions have occurred following an unrecognized or unreported positive collagen skin test. On rare occasions, abscess formation has occurred at collagen implantation sites. In some cases these reactions have been associated with elevated titers of anti-bovine collagen antibodies, and reactions can be multiple or recurrent. These reactions develop weeks to months following injections and may result in induration and/or scar formation. Most of the remaining responses occurred in patients who became sensitized to collagen implants at some point during their course of treatment. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. No sample received.

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced recurrent incontinence treated with urethral collagen injections. She continued to suffer from incontinence, nocturnal enuresis, urgency, nocturia, hesitancy, and genuine stress incontinence.